Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, reset alarm, rewind anomaly or reset time/date anomaly after change battery noted during testing. No moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damager. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches son the screen making it unable to read and the rewind takes longer time. Customer also stated that the insulin pump lost settings after battery change. The insulin pump will not be returned for analysis.